Event description:
According to the reporter, on (B)(6) 2017, during lap sleeve gastrectomy procedure, the idrive was making an unusual humming noise for a longer than usual time. The reload was partially fired, then stopped. The surgeon waited then tried again to advance the blade but it would not move. The jaws of the reload were then opened, remaining reinforcement was cut to remove reload from patient. Another device was used to complete the procedure. No patient injury has been noted.